Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that the surgeon performed a total hip prothesis revision as the pt was complaining of a swelling thigh.